Event description:
It was reported that upon interrogation, the atrial lead exhibited high threshold and high impedance. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lead was capped and replaced. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the patient presented in the emergency room due to syncope. No intervention was performed. The patient was discharged in stable condition.